Event description:
It was reported that continuous glucose monitor graph was missing from the pump display. The customer¿s blood glucose level was not impacted. Reportedly, the caller restarted the sensor session and the cgm graph displayed on home screen.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.